Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument to perform failure analysis. The instrument was analyzed and found to have tearing. The tears measured from 0.071¿ to 0.096¿ in length. There were no signs of thermal damage present at the end of any tears. A piece of material was found missing.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, a synchroseal instrument broke and a small piece of plastic from the wristed portion fell off inside the patient. The piece was successfully removed during the same surgical procedure. There was a slight delay in procedural time. The customer replaced the synchroseal instrument with another synchroseal instrument. The procedure was completed robotically. The synchroseal instrument was inspected prior to use, and nothing was noted. The event occurred while the surgeon was grasping and dissecting unspecified tissue. The instrument broke in the middle of the case. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula after the event occurred. The fragment was retrieved with a laparoscopic grasper. All fragments were retrieved and the piece that broke was seen right away. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications. There are no photographic images of a device or video, or record things available for review.